Event description:
It was reported that the transfer set became disconnected from the titanium adapter during peritoneal dialysis therapy training. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The occurrence/therapy date was unknown, but was reported to be ¿a week or so ago¿ from the date that the event was reported. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient/event as (B)(4).